Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a lab comparative. Reporter stated the meter read 455 mg/dl at 4:45 and 206 mg/dl at 4:40 however, at 5:02 the lab measured 116 mg/dl and at 5:36 the lab read 89 mg/dl. No pt treatment info was provided and no controls were reportedly provided. A request for the return of the suspect device was made and replacement product was sent.